Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with nausea, vomiting, and a small ketone level. Customer's healthcare provider could not confirm if the event was related to diabetes. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.